Manufacturer narrative:
With all the available information, boston scientific cannot confirm the allegation of suspected premature battery depletion. Boston scientific has not received confirmation of whether or not this device was replaced, and no data has been provided that would confirm this device is exhibiting a product performance issue. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from one year remaining to elective replacement indicator (eri) status over the course of approximately six months. Additionally, the physician noticed noise on the right ventricular (rv) channel due to myopotentials. The device was programmed to unipolar pacing and sensing. The physician programmed the rv lead to bipolar, and pacing impedance was greater than 3,000 ohms and threshold was 0.5mv@0.4ms. The physician hospitalized the patient with plans to replace the device and investigate the rv lead further. At this time, there is no evidence to suggest that intervention has been performed yet. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from one year remaining to elective replacement indicator (eri) status over the course of approximately six months. Additionally, the physician noticed noise on the right ventricular (rv) channel due to myopotentials. The device was programmed to unipolar pacing and sensing. The physician programmed the rv lead to bipolar, and pacing impedance was greater than 3,000 ohms and threshold was 0.5mv@0.4ms. The physician hospitalized the patient with plans to replace the device and investigate the rv lead further. At this time, there is no evidence to suggest that intervention has been performed yet. No adverse patient effects were reported.